Event description:
It has been reported via (B)(6) agency that during the x-ray control examination two weeks postoperatively, it was found that the implanted matrix distal radius plate was found to have bent of 10 degrees.

Manufacturer narrative:
Investigation in progress but not yet complete.